Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed about pump reset by technical support, chose to perform reset independently, and no further action was needed, and no additional information was received regarding the outcome of the event.